Event description:
The laser system had fiber connection failure. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The problem cause was in the diode, it was replaced and the laser system correctly worked. We are unaware about delay on treatment or pt injury.